Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9:30 on (B)(6) 2015. The patient does not currently take any medication for their diabetes. The patient reported continuing with their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿headache¿ approximately one hour later. The patient denied receiving any treatment for this symptom. At the time of the call the patient did not have their testing supplies available to go through troubleshooting. Replacement products were sent to the patient. Based on the information provided there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lifescan¿s criteria for a serious injury and they did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.